Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: it was reported the graduation scale was printed lightly. To aid in the investigation, one sample with no packaging blister and two photos were received for evaluation by our quality team. A visual inspection was performed, and no defect or imperfections were observed. The sample is acceptable without any printing imperfections. The two photos provided show the sample received. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd 20 ml luer-lok¿ syringe sterile, single use experienced scale marking issues. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the scale was printed lightly.